Manufacturer narrative:
(B)(4)

Event description:
It was reported that out of range, high voltage lead impedance and lead damage was observed on the rv lead when the patient inhales deeply. No lead dislodgement was observed. Lead revision was performed and a new lead was implanted. No further information available.